Event description:
It was reported that during routine follow-up, an alert for non-sustained lead noise was observed. Review of egms revealed suspected myopotential oversensing. The physician elected not to make any programming changes.